Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The investigation is confirmed for perforation of the ivc, limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty removing the device, detachment of a filter limb, and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 40 year old male patient was 335 lbs.

Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty removing the device, detachment of a filter limb, and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) lbs.